Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The sensitivity was adjusted and the twos was less frequent. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.